Event description:
It was reported that a revision surgery took place on (B)(6) 2022 to remove the ultrabutton fixation device, the primary acl reconstruction surgery was performed on (B)(6) 2021. The inside of the joint was checked and it was found that the graft was not implanted on the bone hole in the femur, the sheath part of the ultrabutton was exposed and the loop was loose, the implant was removed. The outcome of the patient and how the final fixation was achieved is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states two provided unlabeled/undated intraoperative photos were reviewed, however do not provide insight in the reported device failure. Based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; the patient impact beyond the reported is unknown. Although, ¿the implant was removed,¿ the final device fixation and patient outcome/current health status are unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.